Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing neuropathic pain despite multiple reprogramming. The patient underwent an ipg replacement procedure and two leads were added to get better coverage. The patient was reportedly doing well.